Event description:
It was reported that low sensing and high capture threshold was observed on the right atrial (ra) lead. During an unrelated procedure, the lead was observed to be kinked near the proximal end. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.